Event description:
It was reported that one week out following a colon procedure, the staple line began to bleed. The patient had severe htn (hypertension) and required six units of blood. The patient was returned to surgery to correct the bleed. The device was not kept following the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Surgeon is not willing to provide any more information.